Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va14hw8, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care physician (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the hcp that the patient stated pain at the ins site and wanted the device removed. Thus, the insterstim was removed and the issue was resolved at the time of the report. Additional information from the manufacture representative (rep) on march 8th reported they was discarded. There were no further complications that have been reported as a result of this event.